Event description:
Per the clinic, the patient was hospitalized and treated with IV antibiotics due to post-auricular cellulitis on (B)(6) 2012. The patient subsequently developed a wound dehiscence and underwent flap revision surgery on (B)(6) 2012. There are plans to explant the device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; it is unknown if the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the patients device record, the patient was reimplanted with a new device (B)(6), 2012.this report is filed (B)(6), 2012.

Manufacturer narrative:
(B)(4).